Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed, and was found to be use related. The implicated and returned product was a 20 ga 10 cm powerglide catheter. The introducer kit was not returned with the catheter. The catheter showed residue within the catheter near the distal end. Slight residue was observed on the proximal portion of the catheter. Microscopic examination showed puncture marks and longitudinal scratches on the distal 12 mm of the catheter. The puncture marks were more proximal than the scratches. The scratches ran next to each other on the catheter. Al the puncture and scratches were observed on the portion of the catheter in-line with the bard labeling on the catheter hub. Functional testing showed the catheter was patent to infusion and capable of aspirating. Leaks were observed at the puncture marks in the catheter. The damage observed is consistent with needle damage. Needle damage to the catheter most often occurs from retracting the catheter against the needle, or manipulating the catheter or needle after the catheter had been advanced. The instructions for use advise: ¿once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. This may result in damage to the catheter. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ a lot history review (lhr) of rezh1843 showed one other similar product complaint from this lot number.

Event description:
(B)(4) engineers found that an extra powerglide sample returned for evaluation leaked.